Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user was unable to get a cartridge onto the pump. Reportedly, the cartridge would slide onto the pump, but would not click into place. The user successfully loaded a new cartridge. The user's blood glucose level was 130 mg/dl.